Event description:
The ge oec 9900 fluoroscopy sys had the vertical lift column fail to operate. Vertical lift column failure.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective s2-b fast stop switch failure. The switch was replaced to restore lift column function. The system was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.